Event description:
It was reported that t:slim X2 pump battery did not charge and charging connection was not recognized, which eventually led to pump shutdown and inability to turn pump back on. There was no adverse impact to the customer's blood glucose level. Customer tried different charging cables and wall adapters without success, then was instructed to ensure USB was inserted correctly, to use multiple daily injections as backup insulin therapy, and to place pump in storage mode before returning it; technical support confirmed shipping address, advised customer to reprogram pump settings and reconnect continuous glucose monitor to replacement pump, and arranged for pump replacement with instructions to return problematic pump within 10 days.